Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a partial lead was returned in segments, visual analysis was performed and no anomalies were found. Visual analysis summary noted apparent explant damage. Concomitant medical products: d314trg, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited thresholds increasing over time and the lead appeared to have migrated since implant. The lead was extracted. The patient experienced a pericardial effusion upon extraction of the lead. Medical intervention was taken, and the effusion was treated. It was further reported that two subsequent replacement left ventricular (lv) leads could not be implanted due to patient anatomy. A third lead was successfully implanted. No further patient complications have been reported as a result of this event.